Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone the blood glucose level was high. The blood glucose level was 432 mg/dl. The customer was stated that button were not responding. Troubleshooting was performed for button error and advised to observe time clock for one minute to verify if time advances and found time does advance. Advised to discontinue use of the pump and revert to a back-up plan. The pump was advised to be replaced. The insulin pump will be returned for analysis. The infusion set and reservoir will not be returning.